Manufacturer narrative:
Films supplied for review found: complicated construct in infant with severe deformity. Later x-rays show fractured rod on the left between the third and fourth screws from the bottom. No significant loss of correction is noted.

Manufacturer narrative:
Visually and optically confirmed rod broken. Microscopic examination of the surface adjacent to the breakage noted set screw witness mark. Fracture surface examination noted significant damage and smearing to both sides of the fracture surface, with no remaining indication of cyclic fatigue. Some evidence of overload is present, as some indication of riverlines and shear lips appear to remain. Dimensional inspection of the rod both above and below rod breakage confirmed conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a surgical procedure to treat a dysplastic vertebrae and 72 degrees scoliosis / 85 degrees kyphosis. The patient presented to the hospital approximately 3 years post-op with two fluctuant masses just lateral to the incision on the left side at the low thoracic and the mid lumbar levels. The patient¿s inflammatory indices were elevated. X-rays revealed a broken rod on the left side between t11 and t12. 2 days later the patient was taken to surgery for drainage (I and d) implant removal. There was metal debris mainly around the thoracolumbar junction and the lumbar spine. The apical fusion was solid; however, there was evidence of fusion at the lower foundation. After the I and d, a v.a.c. Was placed. The patient returned to the operating room two days later for another I and d with v.a.c. Change and again 5 days later for an additional I and d and posterior spinal instrumentation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.